Manufacturer narrative:
The screw was examined under magnification. The screw was intact and showed no signs of breakage. Additional mdrs associated with this event:MDR 3025141-2014-00233: plate,MDR 3025141-2014-00234: screw 1,MDR 3025141-2014-00235: screw 2,MDR 3025141-2014-00236: screw 3,MDR 3025141-2014-00238: screw 5,MDR 3025141-2014-00239: screw 6.

Event description:
The patient was invloved in a motorcylce accident and fractured his clavicle. A clavicle plate was implanted. Four weeks later, two of the six screws were broken. The plate and all screws were explanted.